Manufacturer narrative:
(B)(4). Batch # unk. The lot/batch was not provided; therefore, a manufacturing record evaluation could not be performed. Additional information was requested and the following was obtained: is the lot number of the device available? No (I will se if it can be retrieved) what were the indications for surgery? Rectal cancer. What surgical procedure was performed? Lower anterior resection. Were there any issues experienced with the device in the procedure? Yes (as above) . What healthcare professional fired the device and what is his/her experience with the device? Consultant. Where in the green gap setting scale was the indicator located prior to firing (low-b, middle-b, or high-b)? Low. Did the healthcare professional wait 15 seconds after closing the device and then retighten prior to firing? Yes. Was the device difficult to close? No. Was the device difficult to fire? Yes. Did the healthcare professional receive audible & tactile feedback when firing the device? 2nd firing yes (not first firing) were the donuts inspected? If so, please describe. Yes. Distal donuts intact. Proximal donuts not intact. Was a complete transection of the cutting washer visually confirmed? Yes. After second firing. Was a leak test performed? If so, what was the result? Yes. Negative. Were there any issues noted with staple formation at any point throughout the care of the patient? Yes. Day 3 after resubmission to hospital. How many days postoperative did the leak occur? 3 days. How was leak identified? CT scan. How was the leak addressed? Laparotomy resulting in end colostomy. Does the surgeon believe the post-operative complications were related to an alleged deficiency of the device or were there other contributing factors to include patient tissue condition? ¿yes¿ to device deficiency and ¿no¿ to patient factors. What is the current status of the patient? Has an end colostomy.

Event description:
It was reported that during a low anterior resection, the surgeon fired the device but did not hear a crunch or get the required tactile feedback. Surgeon then put the safety trigger back on. The surgeon was unable to remove the device from the patient. Surgeon considered options at this point and decided to unwind the device anticlockwise. Device was then closed again and fired for a second time. Leak test was completed and was negative. Three days later the patient had a bowel movement which resulted in an anastomotic leak and was readmitted to hospital. This resulted in the patient having an end colostomy.